Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. However, media provided by the customer was reviewed and showed no image on the capital equipment screen and that the imaging window was kinked.

Event description:
It was reported that a device issue occurred and the procedure was postponed. The greater than 70% stenosed target lesion was loaded in the mildly tortuous and severely calcified distal anterior descending artery. An opticross ic imaging catheter was advanced for ultrasound examination of the target lesion. After crossing the lesion, the catheter developed a distal tip kink near the transducer and did not produce an image. The device was replaced, but a second opticross ic imaging catheter had the same issue. The procedure was postponed so that it could be performed with a calcium-modifying catheter. There were no patient complications.

Event description:
It was reported that a device issue occurred and the procedure was postponed. The greater than 70% stenosed target lesion was loaded in the mildly tortuous and severely calcified distal anterior descending artery. An opticross ic imaging catheter was advanced for ultrasound examination of the target lesion. After crossing the lesion, the catheter developed a distal tip kink near the transducer and did not produce an image. The device was replaced, but a second opticross ic imaging catheter had the same issue. The procedure was postponed so that it could be performed with a calcium-modifying catheter. There were no patient complications. It was further reported that only the imaging was cancelled, and the procedure was completed as planned. The patient was sedated with local anesthesia and was discharged after the procedure without complications.

Manufacturer narrative:
Media review: media provided by the customer showed no image on the capital equipment screen. Additionally, it shows the imaging window kinked device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of failure to follow instructions following a review of the reported event details, available information, and product analysis. According to the event information, the motor drive unit (mdu) was on during insertion of the device into the patient. The device is not designed to be advanced while rotating, and this condition can increase stress on the catheter, which may result in loss of image. Per the IFU indications, the mdu shall remain off during insertion.

Event description:
It was reported that a device issue occurred and the procedure was postponed. The greater than 70% stenosed target lesion was loaded in the mildly tortuous and severely calcified distal anterior descending artery. An opticross ic imaging catheter was advanced for ultrasound examination of the target lesion. After crossing the lesion, the catheter developed a distal tip kink near the transducer and did not produce an image. The device was replaced, but a second opticross ic imaging catheter had the same issue. The procedure was postponed so that it could be performed with a calcium-modifying catheter. There were no patient complications.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. However, media provided by the customer was reviewed and showed no image on the capital equipment screen and that the imaging window was kinked.

Event description:
It was reported that a device issue occurred and the procedure was postponed. The greater than 70% stenosed target lesion was loaded in the mildly tortuous and severely calcified distal anterior descending artery. An opticross ic imaging catheter was advanced for ultrasound examination of the target lesion. After crossing the lesion, the catheter developed a distal tip kink near the transducer and did not produce an image. The device was replaced, but a second opticross ic imaging catheter had the same issue. The procedure was postponed so that it could be performed with a calcium-modifying catheter. There were no patient complications. It was further reported that only the imaging was cancelled, and the procedure was completed as planned. The patient was sedated with local anesthesia and was discharged after the procedure without complications.